Event description:
It was reported that the device would lock up at the initial power on self test screen. All leds were lit and the device would not respond. There was no report of a pt involvement with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported lock-up issue. Physio continues to investigate the reported issue. Physio-control will submitted a supplemental report on this event to the FDA as provided by 21 cfr 803.56.